Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2.3 months post implant of this annuloplasty ring in the tricuspid position, the ring was explanted and replaced with a bioprosthetic valve. An echocardiogram showed no regurgitation after implant, however, over the weeks, the patient showed more signs of right heart problems and severe tricuspid regurgitation. The surgeon reported there was no failure of the ring, but that the patient's condition changed. No adverse patient effects were reported.